Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone the blood glucose level was 397mg/dl. Customer stated he tested the tubing and reservoir by running five units through the infusion set and did not get an alarm. Customer was reported that alarm did not occur during manual prime. The insulin pump will not returned for analysis.